Manufacturer narrative:
The reported medfusion pump 3500, serial number (B)(4) was returned for investigation. The returned device was found to have the tamper seal sticker still intact, and the pump was in good condition without any external damage. Review of the pump event history log results showed that there was a check clutch/plunger lever error in the log history. Functional testing was performed and the device could not be reproduced after flow and occlusion tests were performed. No root cause was determined so the complaint was not confirmed.

Event description:
It was reported that while the medfusion pump was being serviced at manufacturer's repair facility, it encountered a check clutch error. No adverse health outcomes were reported.